Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her ipg became inoperable over time. As a result, her ipg was explanted and replaced with a different model. Therapy was restored post-op.

Manufacturer narrative:
Date of explant was inadvertently not entered in initial report.